Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 30-degree endoscope plus. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated or disconnected endoscope. This issue can be resolved by reseating the endoscope and cancel the guided tool change setting.

Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure, the 30-degree endoscope plus kept flipping and displaying an image that was upside down. The caller had reseated the endoscope at the vision side cart (vsc) and the surgeon reset his settings, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the caller to remove the endoscope from the arm and cancel the guided tool change (gtc). The caller confirmed the issue was resolved after canceling the gtc. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. The procedure was incisional hernia.